Manufacturer narrative:
Analysis found that the handpiece would not run because the motor had seized. Temperature testing could not be performed due to the motor seizing. The motor, seal and bearing were found to be corroded due to dried saline. Vibration could not be confirmed. The handpiece was cleaned, repaired and tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during intraoperation the handpiece was running rough, there was rattling and shaking and then it would stop working. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.